Manufacturer narrative:
The insulin pump monitored for several days and no alarm noted. However, alarm after battery change due to voltage leak. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.